Manufacturer narrative:
(B)(4). The customer reported that an spo2 desaturation alarm was not generated when a pt's spo2 desaturation level capture fell outside of the present spo2 desat alarm configuration limits. Philips has not determined the duration of this event and the configuration for delay and averaging that these users had chosen for the monitor. When there is no spo2 desaturation alarm for a pt's spo2 desaturation level capture that is outside of the present spo2 desaturation alarm configuration limits, this could result in delay in providing emergent care. Therefore, pt harm/injury is possible. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. Final report will be submitted once the investigation is completed.

Event description:
The customer reported that an spo2 desaturation alarm was not generated when a pt's spo2 desaturation level capture fell outside of the present spo2 desat alarm configuration limits.